Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reported that reported that the right/left hand control was strange with the 30-degree endoscope. Technical support engineer (tse) advised the customer to reset the guide tool change (gtc) function to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause could not be established and is most likely attributed to improper customer setup. Based on tse notes, the issue with endoscope was due to an issue with the gtc and can be resolved by resetting it. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) that the right/left hand control was strange with the 30-degree endoscope. The customer reseated the endoscope; however, the issue persisted. The issue cleared by using a backup endoscope. Tse confirmed there was no related error in the logs and explained that this case is probably caused by rotating the endoscope manually. Tse advised to reset the guide tool change function. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a radical prostatectomy. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate instruments from the surgeon console. Guide tool change was reset. There was no injury to the patient as result of the event.

Event description:
Refer to h11 for follow-up information.